Event description:
During a total knee surgical procedure, reportedly the battery would not hold when inserted preventing power supply to drill. The surgery was delayed 20 minutes while a space device was processed. There was no harm to the patient reported. The procedure was completed successfully. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint that the unit does not hold charge was confirmed. The device was tested and the complaint was duplicated. The evidence indicates this is due to usage wear over time. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4).